Manufacturer narrative:
Corrected fields: b5 describe event or problem. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. It was noted that this patient was hospitalized early prior to the scheduled change out procedure, possibly due to unipolar pacing and the pacing rate not as expected. This pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. This product has been not returned for analysis. This product has been returned for analysis and analyzed.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. It was noted that this patient was hospitalized early prior to the scheduled change out procedure, possibly due to unipolar pacing and the pacing rate not as expected. This pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. This product has been not returned for analysis.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. It was noted that this patient was hospitalized early prior to the scheduled change out procedure, possibly due to unipolar pacing and the pacing rate not as expected. This pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. This product has been not returned for analysis. This product has been returned for analysis and analyzed.